Event description:
An ophthalmologist reported a corneal abscess on the left eye of a pt occurring after a few hours of lens wear. The ophthalmologist stated that it was probably freshlook colors but could not confirm this. The eye was very red, watery and visual acuity reported as 4/10. The ophthalmologist prescribed eye drops, ointment & local antibiotic treatment. The ophthalmologist stated that the incident was the result of poor lens hygiene. No further info is available at this time.